Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the pacemaker battery was showing greater than five years remaining longevity. It was noted the patient has a history of syncope and near syncope. Engineering analysis found that the device was depleting normally for the programming and amount of therapy used and that about five and a half battery remaining longevity was appropriate. The field representative confirmed that the patient's symptoms were not thought to be related to the device. The pacemaker remained in service and no adverse patient effects were reported.